Event description:
A customer reported that the screen of their insulin pump was frozen. The blood glucose level was recorded at 12.78 mmol/l, which was within the normal range. There was no additional information provided regarding any corrective actions taken or the outcome of the event.